Event description:
C-cc-cd - component dimensions (component fit or alignment) loose connection tube/stopcock after opening package. Connection of IV set to IV bag was made, the pressure line was not flushed when the disconnection occurred..

Event description:
The device was explanted due to backup vvi mode.

Manufacturer narrative:
Analysis revealed an arc on the ICD can and damage to the hybrid substrate. It is believed that the high voltage lead arced to the ICD can during delivery of hv therapy resulting in excessive current flow damaging the device hybrid. The reset occurred after the hv lead arced to the ICD can. It is believed that the device reset was due to the damage to the hybrid.

Manufacturer narrative:
Na